Event description:
It was reported that during the reprocessing of a fenestrated bipolar forceps instrument, frayed and almost separated wires were identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable frayed and was completely separated. The pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.